Manufacturer narrative:
An event of device damage was reported. The navitor valve was returned to abbott for analysis. The valve was examined and there was no evidence of damage or anomalies with the stent. All three leaflets were mobile when manually manipulated. No tears or perforations were observed in the leaflets tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. After several recaptures of the navitor titan valve, the delivery system was removed in order to be replaced. Upon inspection of the valve, it was noted that one of the leaflets was found to be deformed. A new 35mm navitor vison valve was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.